Event description:
Iab gas shuttle line observed to have blood flash back, at 0125 am in 2003. Iabp inserted in cath lab the day before. Interventional cardiologist notified. Came to medical center to discontinues iab catheter. Pressure applied to site. No adverse outcomes.